Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by veterinarian that an animal underwent unilateral cataract surgery on an unknown date and suture was used. The incision was closed with simple interrupted sutures. The vet surgeon uses suture forceps for tying the knots and always handles the suture carefully. Post operatively the suture was breaking down. The patient did not need additional surgical treatment.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Device evaluation: the actual sample was not received for evaluation. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, there appears to be a rupture of the suture. Due to the sample was not returned, no conclusion could be reached as how this could have happened.